Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport, the intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms. The pump was assessed by a field service engineer and returned back to service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not able to be c onfirmed. A teleflex field service engineer serviced the pump and no helium leaks were noted on the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during transport, the intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms. The pump was assessed by a field service engineer and returned back to service. There was no report of patient complication or serious injury and death.